Event description:
Caller states the patient tested >8.0 inr and 7.9 inr on the coaguchek xs system and 5.08 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.